Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem ( damaged connector) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, and the belt was unable to connect to a monitor. The root cause of the damaged connector is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged.